Event description:
It was reported that the consult for this pacemaker was reading data failed. Technical services (ts) provided troubleshooting options that were unsuccessful. Ts recommended that a local rep should do an in person evaluation. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This event is no longer reportable as further information was received indicating this device was successfully interrogated and no issues were identified.

Event description:
It was reported that the consult for this pacemaker was reading data failed. Technical services (ts) provided troubleshooting options that were unsuccessful. Ts recommended that a local rep should do an in person evaluation. This device remains in service. No adverse patient effects were reported. Additional information was received, the representative was able to interrogate this pacemaker. No anomalies were noted. No adverse patient effects were reported.